Event description:
Pt died in a nursing home when they apparently became entangled in the walker they were using. Following discussions with family member, the decision was made to forward this incident to the us product safety commission for review. The consumer product involved is a nova brand walker, model 4200 "cruiser". This walker was in new condition with the warranty cards and consumer info still attached. They have retained the walker in their evidence vault should they need to examine it. Staff member indicated that at around 0350 she had entered the victim's room to give them a shower when she found that victim was caught in their walker. She ran and called for another staff member to help her. Both worked together to free the victim from the walker. She said she turned the victim on their back and noticed blood coming from their nose. They checked for a pulse. Called for an ambulance and then started CPR. When she arrived in the victim's room she immediately worked on dislodging the victim from the walker. She said that the victim was on their knees with the walker collapsed onto their neck. They both lifted the victim and at the same time released the walker. The last time she checked on the victim was around 12:30 am and everything was okay. Reporter asked staff to demonstrate the exact position of the walker and the victim when they were first found. Reporter placed self inside the walker and felt pressure on the neck. As they described the position, they noted that it would be difficult to release the walker from the position and that that the pressure on neck was great. Reporter examined the deceased and noted a pressure mark on their neck along with some abrasions on their forehead. Reporter checked the victim's chest, legs, and back and found no signs of injury. The victim was a resident of the nursing home. The staff reports the victim had trouble walking due to bad knee and suffered from dementia.